Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that actuation of cutter was unstable during the calibration step of surgery. The surgery was completed on same day. The other surgery details were unknown. The patient was not contacted with product.